Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench testing and environmental chamber testing without duplicating the report. An internal inspection resulted in no findings. The pace/defib engine board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.